Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a laparoscopic inguinal hernia procedure on (B)(6) 2015 and absorbable straps were used. During the procedure, at the time of the shot, the straps do not grasp the tissue. Another like device was used to complete procedure. There are no patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 1/07/2016. The actual device was returned for evaluation and no visual damages were noted. The functional examination revealed that device worked as intended and all remaining straps were delivered properly.